Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have stopped using the aligners after they received the notice in the mail of a recall that involved periodontal disease. They report they have red, sensitive gums that bleed when they use the aligners. At check in they marked true to inflammation, sensitivity and jaw discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.